Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uvha , implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient's unit turns off all by itself. The patient did not know how to turn it up or down. The patient indicated that they changed the batteries. The patient was back to having accidents again and miserable. The patient hated the body shocks and could not control the strength. The patient thought she made a mistake and wanted this removed and was frustrated. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.